Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain ++') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue"), dyspepsia ("digestive disorders"), depression ("depression"), rheumatoid arthritis ("rheumatoid arthritis"), autoimmune thyroiditis ("hashimoto hypothyroidism"), crohn's disease ("crohn's disease"), sjogren's syndrome ("gougerot-sjogren syndrome"), dysmenorrhoea ("painful periods") and heavy menstrual bleeding ("haemorrhagic periods"). The patient was treated with surgery (essure removal on (B)(6) 2022). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, fatigue, dyspepsia, depression, rheumatoid arthritis, autoimmune thyroiditis, crohn's disease, sjogren's syndrome, dysmenorrhoea and heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for autoimmune thyroiditis, crohn's disease, depression, dysmenorrhoea, dyspepsia, fatigue, heavy menstrual bleeding, pelvic pain, rheumatoid arthritis and sjogren's syndrome with essure. The reporter commented: adverse event period onset after insertion and again after removal current state of the patient: physical and mental slowdowns linked to the various disorders, pathologies mentioned and side effects of the treatments. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2206238) on 11-mar-2022. The most recent information was received on 17-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain ++') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue"), dyspepsia ("digestive disorders"), depression ("depression"), rheumatoid arthritis ("rheumatoid arthritis"), autoimmune thyroiditis ("hashimoto hypothyroidism"), crohn's disease ("crohn's disease"), sjogren's syndrome ("gougerot-sjogren syndrome"), dysmenorrhoea ("painful periods") and heavy menstrual bleeding ("haemorrhagic periods"). The patient was treated with surgery (essure removal on (B)(6) 2022). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, fatigue, dyspepsia, depression, rheumatoid arthritis, autoimmune thyroiditis, crohn's disease, sjogren's syndrome, dysmenorrhoea and heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for autoimmune thyroiditis, crohn's disease, depression, dysmenorrhoea, dyspepsia, fatigue, heavy menstrual bleeding, pelvic pain, rheumatoid arthritis and sjogren's syndrome with essure. The reporter commented: adverse event period onset after insertion and again after removal current state of the patient: physical and mental slowdowns linked to the various disorders, pathologies mentioned and side effects of the treatments. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 17-mar-2022: quality safety evaluation for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.